Event description:
Customer reported that they have high bg due to the food they ate earlier and are unable to calibrate. The customer's blood glucose was 466 mg/dl. Customer declined troubleshooting. Customer was advised to change the insulin, reservoir, infusion set. No product is expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.